Event description:
The customer reported to philips healthcare that the device cannot boot up and device is not charging the battery. There was no report of pt involvement.

Manufacturer narrative:
Pr# (B)(4).